Event description:
It was reported that the screw fracture inside the hex, implant was removed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided . Additional device information unknown. PMA/510(k) number not available.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) unknown zimmer screw were returned for investigation. Visual evaluation of the as returned product identified fractured implant at the collar, and a fractured screw inside the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product (unknown zimmer screw) is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review was completed utilizing keywords: fracture screw. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.